Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon converted to an abdominal hysterectomy to complete the procedure. The hospital has reported no pt injury occurred.